Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. In addition, clinical support reviewed the case file and verified that the surface fits were not aligned with the optical coherence tomography (oct) acquisition when the surgeon proceeded without re-scanning for a better fit which resulted in a misplacement of anterior and posterior corneal fits. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Device manufacture date: january 2016. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a catalys procedure, a patient "was" presented with a full thickness arcuate cut, that required sutures to close the wound.